Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. Finally, the blocker was withdrawn and manual compression was applied instead. There was no reported patient injury. The carotid arteriography procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. The 6f exoseal was used for postoperative hemostasis, and when the device was slowly retracted at an angle of approximately 50°, the blood return indicator pulsed to a stop, and then the blocker was slowly withdrawn for approximately 1 cm, but the blocker indicator window did not change color(see the attached video for details), and then continued to be slowly retracted, and the operator made several attempts to change the angle, but the indicator window did not change color. The operator had many years of experience using the exoseal. The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. Finally, the blocker was withdrawn, and manual compression was applied instead. There was no reported patient injury. The carotid arteriography procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. The 6f exoseal was used for postoperative hemostasis, and when the device was slowly retracted at an angle of approximately 50°, the blood return indicator pulsed to a stop, and then the blocker was slowly withdrawn for approximately 1 cm, but the blocker indicator window did not change color, and then continued to be slowly retracted, and the operator made several attempts to change the angle, but the indicator window did not change color. The operator had many years of experience using the exoseal. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile unit of the product ¿vascular closure device 6f¿ was received for analysis. Upon visual analysis, the following conditions were revealed: the deployment button was not depressed, the plug was present in the delivery shaft with several dry blood residues, the indicator wire was deployed, and the bleed-back port was in the undeployed position. The indicator window was in the white/black position, and the cowling guard was locked. The device was blood-saturated. Additionally, a cordis procedural sheath was locked onto the device, with blood noted inside the sheath, although no damage was observed. No other anomalies were found during the visual analysis. Per functional analysis, the indicator wire was pulled to move the indicator window from the black/white state (as received) to the black/black state. At the black/black stage, the deployment button was pushed down without friction and was completely depressed. The indicator window then turned to the black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button performed correctly, and the plug was deployed properly. Per microscopic analysis, the device case was opened, and the internal mechanism was inspected using a vision system to magnify the image. The internal mechanism was assembled correctly, and no other anomalies were observed. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device since it passed functional analysis and the window changed positions as expected. The exact cause of the reported failure could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced, especially since the device passed functional analysis when testing the indicator window. However, procedural/handling factors (such as the physician resting a thumb on the deployment lever during the retraction step) may have contributed to the reported no change to indicator experienced. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.